Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was in a car accident due to high blood glucose levels. The customer required medical attention by the paramedics. The customer stated she gave herself a bolus with her insulin pump, but her blood glucose did not drop.